Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was to be electively reprogrammed to a ventricular tachycardia mode of monitor only. When the device was interrogated it was found to have reverted to storage mode approximately a year and a half earlier. Boston scientific technical services (ts) discussed brady and tachy therapy are no longer available. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.